Manufacturer narrative:
The customer was sent a replacement power supply. Upon receipt and quality engineering evaluation on 7/22/2015 a breach was observed in the transformer housing. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported to customer service that the transformer of her pump in style breast pump broke. Upon receipt and quality engineering evaluation on 7/22/2015, a breach in the transformer housing was found, which is a safety risk.